Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a constant beep tone was confirmed via evaluation of the heartmate mobile power unit (mpu) (serial number (B)(6)) at the european distribution center (edc). The mpu powered on and booted up as intended. The device was observed to start beeping and did not stop until power and the aa batteries were removed. The issue was isolated to the patient cable, and the cable was replaced. The mpu underwent functional checkout and passed all applicable tests. The unit was returned to the rental pool, and the replaced patient cable was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded patient cable was connected to a test mpu, system controller, and mock circulatory loop. Manipulation of the cable caused an echo alarm to become active. The patient cable underwent functional testing and a short to shield with the echo wire (red wire) was identified. The echo alarm did not affect the mpu¿s ability to support the system controller. The root cause for the reported event was determined to be due to wire fatigue of the echo wire within the patient cable. Incidental findings: loose rubber encasing of the patient cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve alarms. Section 2 of the IFU, entitled ¿system operations¿, and section 2 of the patient handbook, entitled ¿how your heart pump works¿, states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a problem with the mobile power unit (mpu). There was a constant beep tone with green power symbol while aa batteries were inserted. There was a constant beep tone with green power symbol and a yellow mpu battery indicator while aa batteries were not inserted. The mpu was exchanged.